Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/05/2015 with the following findings: investigation revealed the display screen was dim and discolored. The keypad was found to peeling. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination found under the key contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of the investigation performed on (B)(6) 2015.